Event description:
It was reported that when using the bd pyxis¿ medstation¿ es orders were not allowed nursing staff to pull medications, displayed a no active order message despite valid orders being present. The user indicated that a fentanyl vial configured as a combo drug required a key and refrigeration could not be accessed on four separate occasions, with the medication appeared grayed out on the station. Pharmacists had to override the system each time to dispense the medication. Additionally, the station intermittently displayed a download stopped message for 11 minutes on the server, which cleared upon refresh; the user requested verification on whether this issue or the combo drug configuration was prevented the order from being recognized. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order did not allow nurse to pull as the windows time on the station was disabled. A technical support specialist (tss) enabled time, set to auto-start, and synchronized to the current time. Although the download stopped error was no longer observed, fentanyl orders were still not dispensing at the station despite epic and server-side checks confirming the order flow was correct. Server-side verification showed the station was synchronizing properly, device and medication configurations were correct, and the medication was loaded; load messages were resent. Further the customer confirmed there was no active order available for further testing. The system functioned as intended after the technical support specialist troubleshot the device.